Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor and suture were returned detached from the needle. The needle is bent from manufacturer intended position. The deployment needle appears stuck at the distal tip due to bend in needle. A functional evaluation revealed the device would not function as intended due to bend in needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a meniscus repair, when using the fast-fix 360, two implants came out at the same time. The procedure was completed without significant delay using the same device. No patient injury or other complications were reported.